Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of a right constrained liner and metal head in hip. The reason for the revision is dislocation of the head out of the liner.

Manufacturer narrative:
An event regarding dislocation involving a trident constrained insert was reported. The event was not confirmed. Device evaluation not performed as the device was not received for evaluation. Medical evaluation not performed as no medical records were provided. Device history review. Indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves revision of a constrained liner and metal head due to dislocation. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a right constrained liner and metal head in hip. The reason for the revision is dislocation of the head out of the liner.